Manufacturer narrative:
(B)(4)

Event description:
It was reported when a non-dependent, asymptomatic patient presented to the clinic for a follow-up, inappropriate auto mode switching episodes were observed due to far-field r-wave oversensing on the atrial channel. The post ventricular atrial blanking setting was increased. The patient condition is great.